Manufacturer narrative:
Additional information has been received for this event. This supplemental report is being submitted to provide this information. Customer was not able to provide any further information.

Event description:
Addendum oct 25, 2022: the event occurred in the middle of the procedure. It is not known if the completion of the procedure had more delay than required for replacing the failed device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the blackout could not be replicated. The image cable had a coating tear and kink in it. A crack on the glue filling section of the image sensor was found as well. The root cause of the blackout is presumed to be that there was a short-circuit or temporary disconnect in communication to cause the abnormal image. The instructions for use (IFU) identifies handling and usage environment references in the "warnings and cautions" and "caution document: failure prevention method for flex deflectable video scope" sections. Specifically warning about watching for twisting or pulling the universal cord or video cable or coiling cables with a diameter of less than 12cm. Olympus will continue to monitor field performance for this device.

Event description:
As reported for this event by the customer, during an unknown therapeutic laparoscopic procedure, the device endoscopic image blacked out. The procedure was completed with another similar device. There is no harm or adverse impact to the patient.

Manufacturer narrative:
Full name of this facility is (B)(6) hospital. This device was returned to the customer after preventive repair for the same issue of image black out approximately one month prior to the occurrence of this event. The earlier event is captured in medwatch with patient identifier (B)(6). The device has been returned but the device evaluation is not yet completed. As such, a definitive root cause of the reported complaint cannot be determined at this time. Supplemental report(s) will be filed as any relevant new information becomes available.